Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced. The patient's condition is fine after the event.

Manufacturer narrative:
The reported field event of a communication anomaly was confirmed in the laboratory. The cause of the field event is believed to be due to a hybrid anomaly.